Event description:
The physician placed a wilson-cook cotton-leung bilary stent. The stent was placed in a stricture that was located high in the biliary tree. At a later date, the stent migrated from the original position into a diverticulum. During a routine ercp for exchange of the biliary stent, the stent was removed from the pt with a snare. The pt was reported to be in good condition.